Event description:
It was reported that the customer had low blood glucose of 59mg/dl; he was treated with orange juice and candy. The caller stated that the customer was hospitalized due to a heart attack. The wife mentioned that her husband has been experiencing low blood glucose for the past three weeks. Troubleshooting was performed, and not damage to the drive support cap noted. Instructed the caller to remove the reservoir and to check the amount of insulin left in the reservoir, which it was 77 units. Advised the spouse to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.